Event description:
Pt treated at hosp for hyperglycemia. Pt reports that the tubing of their infusion set was torn, and pt did not have any replacements with them. Pt removed their pump and later was hospitalized. Product not returned.